Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Under visual inspection the sample appeared to be in good condition. The cuff was inflated by a syringe filled with air and we put returned device under water. An air leak was detected from cuff. A hole was found as the customer claimed. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record could not be completed as no lot number was received.

Event description:
It was reported during use that with the device there was a leak during patient use, and a pinhole was found. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.